Manufacturer narrative:
During a standard procedure, an electrical dental handpiece got hot and burned the patient. It was a small burn which needed no further medical care and did already heal. Analysis of the handpiece did show that one of the ball bearings has been worn out. The push button of the back cap did show scrub marks at the inner side. This indicates that the push button was pressed during the treatment and hence caused friction against the bearing causing the head to heat up. The user instruction states that the handpiece must not be used as cheek retractor and that the push button must not be pressed during the treatment. Reported as similar product gets distributed in the USA. Reported due to the two year presumption rule.

Event description:
During a standard procedure, an electrical dental handpiece got hot and burned the patient. It was a small burn which needed no further medical care and did already heal.